Event description:
It was reported that the patient visited the outpatient clinic routinely where log files were downloaded. Log files revealed 15 suspected electrostatic discharge (esd) in the last 48 hours without any technical issues. The patient was doing fine. No interventions or options were discussed to improve these occurrences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the lvad event log file contained data from 20feb2024 at 20:34:54 through 22feb2024 at 11:16:52, per the timestamps. Dclink_I alarms were triggered throughout the entire file due to the current sense value being locked at 440 ma. No other atypical events were captured. The pump appeared to function as intended with stable temperature, calculated flow mean, rotor displacement, and rotor noise values. The lvad periodic log file contained data from 02nov2023 at 00:37:05 through 20feb2024 at 11:23:36, per the timestamps. The data was captured in 1-hour time intervals until 09nov2023 when the data was captured in 24-hour intervals for the remainder of the file. The current sense value was locked at 440 ma throughout the duration of the file. In addition, the dclink_I fault flags were active throughout the duration of the file. No other notable events were captured. The pump appeared to function as intended with stable temperature, calculated flow mean, rotor displacement, and rotor noise values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the hm 3 lvas patient handbook, rev. G, are currently available. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.